Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit had a low backup battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found batteries getting drained rapidly and accordingly need to replace both batteries with new one. The fse has confirmed the unit was repaired by the customer by replacing the batteries. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was cleared for clinical service.

Event description:
N/a.